Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, escherichia coli was resulted as false resistant to gentamicin and amikacin antibiotics. There were no reports of patient impact.

Manufacturer narrative:
The following fields were updated: b5. Describe event or problem: it was reported that while using bd phoenix¿ m50 automated microbiology system, escherichia coli was resulted as false resistant to gentamicin and amikacin antibiotics. There were no reports of patient impact. B6. Relevant tests/laboratory data: disk diffusion. H6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported false resistant results to gentamicin and amikacin on an e. Coli isolate. There were no errors on the instrument and no other samples were impacted. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation, and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case# 2115153 related to this failure mode. Complaints for results did breach an alert level trend in the month of august 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
E.4 - initial reporter phone number (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.7. Initial reporter addr - (B)(6).

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance. The following information was provided by the initial reporter: client reported false resistance to gentamicin and amikacin. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.